Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Occupational therapist reported 17 weeks post that "patient got an infection - has had several rounds of antibiotics". Infection refers to pin tract infection.